Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the external laser stopped working during the middle of a procedure. The system was rebooted to complete the case.

Manufacturer narrative:
Additional information provided. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).